Event description:
It was reported that the patient had third degree heart block and a recent increase in atrial fibrillation. On (B)(6) 2014, the right ventricular lead exhibited noise reversion episodes. The patients device was reprogrammed. On (B)(6) 2014, the patient was seen in the clinic and the noise could be recreated. The device sensitivity was reprogrammed. On (B)(6) 2014, noise reversion episodes were noted via a merlin.net transmission and review of holter monitoring revealed a pause due to inhibition. On (B)(6) 2014, attempts to revise the lead were unsuccessful due to subclavian occlusion. The lead was capped and replaced. The patient was stable during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.